Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: date: (B)(6) 2012, inratio: 1.5, re-test: 3.6. Tests were performed within 5 minutes of each other using two different fingers. Customer is a pt self tester.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 1.5, inratio: 3.6, mean: 2.55, sd: 1.48, %cv: 58.23, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. User reported anemic pt. Per produce insert - "a hematocrit (percentage of blood that is red blood cells) that is higher (above 55%) or lower (below 30%) than validated operating range of the inratio/inratio2 system can cause an inaccurate results." User also reported pt has thyroid dysfunction - hypothyroidism. Per product insert, "liver disease, congestive heart failure, thyroid dysfunction and other diseases or conditions can affect the action of oral anticoagulants and the inr value." Unable to determine if either of these issues may be root cause. In-house therapeutic donor testing has been performed on reported lot# 275254 on (B)(6) 2012. Results as follows: donor 1, inratio: 1.8, 1.9, 1.8; ref: 1.51, bias threshold 1.01-2.01, %cv, 3.15; donor 2: 3.3, 3.6, 3.4; 2.86, 1.86-3.86, 4.45. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Pt's condition cannot be ruled out as a cause for the unexpected inr results. No product was expected to be returned. Review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. Root cause could not be determined from the info provided. As reviewed on (B)(4) 2012, (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is necessary. Corrective action is not required at this time.